Manufacturer narrative:
The device and data logs were received and an investigation was completed. Data logs confirmed a rise in motor current prior to the pump stop. Physical inspection found blood ingress, which was determined to have caused the pump stop.

Manufacturer narrative:
The impella 5.5 was returned by the customer and an investigation of device is underway. A supplemental MDR will be filed upon completion.

Event description:
The complainant reported a (B)(6) year old black/african american male presenting with cardiomyopathy. The impella 5.5 pump was selected for hemodynamic support and inserted without issue. Approximately 143 hours into support, the automated impella controller console emitted a "purge flow lumen blocked" alarm, with an elevated purge pressure reading and rising motor current. Thereafter, the pump stopped and patient was taken to the operating room where the device was removed and replaced with a new impella 5.5. Upon removal, a thrombus was found entrained within the pump. The patient did not endure any harm.